Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had flashing display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump was blinking every time he press and button screen turn on and off and insulin pump was throw to water and the flashing was started. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. No blank display, missing segments or partial display noted. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded motor home switch. (B)(4).